Manufacturer narrative:
Additional manufacturer narrative: transcatheter valve implantation inside a degenerated bioprosthetic valve (valve in valve, viv) is a less-invasive alternative approach. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are multiple etiologies for bioprosthetic valve stenosis such as calcification, host tissue growth...etc. Many factors can contribute to the onset and propagation of stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Without additional information or device return and evaluation, the type of failure cannot be determined or confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that a patient with a edwards bioprosthetic aortic valve was diagnosed with severe aortic stenosis (av velocity 5.8m/sec, av mean gradient 90mmhg and ava .62cm2), and underwent a transcatheter heart valve procedure on (B)(6) 2012 as a treatment for the symptoms of stenosis. It was mentioned in the initial report that this was an elective vs. Urgent surgery. A 23mm transcatheter heart valve was selected. Transfemoral access was obtained percutaneously thru the rfa & rfv. Post deployment echo showed no pvl, no cai no effusion. Sheath was removed without issue. The surgical site was closed using standard surgical technique. The patient left the room in stable condition.